Manufacturer narrative:
Correction to block h6 patient codes.

Event description:
It was reported that the initial location of the deep brain stimulation (dbs) lead was not optimally placed. The placement of the lead was not beneficial in stimulating the specific region of the brain that was intended leading to gait disturbances. The patient underwent a revision procedure where the lead was replaced. The patient was doing well postoperatively. The explanted lead was disposed of at the medical facility and was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the initial location of the deep brain stimulation (dbs) lead was not optimal. The placement of the lead was not beneficial in stimulating the specific region of the brain that was intended. The patient underwent a revision procedure where the lead was replaced. The patient was doing well postoperatively. The explanted lead was disposed of at the medical facility and was not returned.